Event description:
It was reported that the device was used during a laparoscopic assisted vaginal hysterectomy. The rep was present in the case and it was the first time the surgeon had used the device. The surgeon did not use the device on any major vessels up top laparoscopically. He took the round ligaments, broad ligaments and was marching down. He then went down below for the vaginal hysterectomy aspect of the procedure and the uterine artery for the main blood supply. He went back up top to look with the patient in the trendelenburg position. The surgeon noticed there was a little oozing of blood from the vaginal cuff and he went back down below to re-suture the vaginal cuff. He then went back up top again and did some coagulation and applied arista to stop the bleeding. The rep left the or and the case was completed. Four days post operatively, the or charge nurse reported that the patient was taken to ICU for bleeding after the procedure. The or nurse did not say it was a device issue. The device worked fine during the procedure. The device was discarded.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. Additional information: (B)(4). The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). Additional information received: did a re-op occur to control the bleeding? Yes. If yes, how was the bleeding controlled in the 2nd procedure? Did not state specifically. Where was the bleeding from? (State where/location?) (B)(6) stated left utero-ovarian ligament. How much blood was lost? (Ccs) did not state specifically. Was a transfusion required? Yes, 3 units. What was the size of the vessel or artery? Did not state specifically. Was the post-op bleeding contributed to the use of the (enseal) (B)(4)? When asked this question he did not specifically blame the instrument but stated it could have been user error or the device. Patient specific questions: was the patient taking any anticoagulants? If yes, specify prescribed medication. No. Has the patient undergone any radiation/chemotherapy therapy? If yes, please specify radiation, chemo, or both. No. Does the patient has a known coagulation disorder? No. Has the patient taken any steroids? Unknown. What was the total blood loss? Unknown. What was the patient's pre-op hemoglobin and hematocrit? Hemoglobin-12. What was the patient's post operative hemoglobin and hematocrit? Hemoglobin- 8 or 9. What is the current patient condition? Stated patient is doing fine and just saw her last week.